Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during a intragastric balloon placement, the procedure performed on (B)(6) 2024. According to the complainant, during the procedure, the catheter detached from the balloon port prior to filling. The procedure was cancelled and rescheduled for an unknown date at this time. There was no patient complications reported as a result of this event.